Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, an unopened foil pouch, and a guidewire. The device was visually inspected and found to have been in unused condition. The dilator was returned with a bend noted at the blood inlet hole. The angio-seal device was returned for evaluation and a bend was noted at the blood inlet hole of the locator. As a result, the complaint can be confirmed for a bend in the locator. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended

Event description:
Terumo medical corporation received the following reported information: following a femoral angiogram, the angio-seal was opened; however, the scrub nurse indicated that she immediately noticed that dilator was bent at location of holes while still in tray. A new kit was opened and the procedure continued without delay. No blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: charge technologist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.